Manufacturer narrative:
Journal name: circulation journal authors: masanobu ohya, md; takeshi morimoto, md, phd; shunsuke kubo, md; seiji habara, md; akimune kuwayama, md; katsuya miura, md et al. Title of article: two-year outcomes and predictors of target lesion revascularization for non-left main coronary bifurcation lesions following two-stent strategy with 2nd-generation drug-eluting stents literature reference: doi: 10.1253/circj.cj-17-1092 year: 2018 issue #: 82. If information is provided in the future, a supplemental report will be issued.

Event description:
During procedures, the following bifurcations were treated - lad/diagonal, rca/branch and lcx/obtuse marginal. The following events were reported in the 1-year and 2-year follow-ups; target lesion revascularization, death, myocardial infarction and stent thrombosis.